Event description:
A user facility reported to olympus, tip leakage on the evis lucera bronchovideoscope. Upon inspection and testing of the customer returned device, the coat was peeling off on the flexible tube. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered watertightness was not maintained due to holes in the curved rubber, the bending angle was insufficient due to the elongation of the angle wire, poor insertion of the treatment tool was observed in the forceps channel, the insertion part serpentine was crushed, the insertion part serpentine was buckled, coat of the serpentine was peeled off, tip cover may be scraped, universal code was crushed and the water cover is observed on the electrical connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused after shipment by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.